Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for overactive bladder. Upon testing impedance since the lead was connected to the implant, the 0 electrode was reading impedances >4000 on all combinations. The rep increased amplitude several times per sop and it did not clear the problem. The set screw was loosened and the lead was removed from the implant, inspected and wiped down and reinserted and retested. The 0 electrode was still out of range on all combinations. It was taken out of the pocket again and at this time the physician realized that the lead was able to slip right out of the implant indicating that the implant setscrew was likely drawn back into the header block. He then attempted to bypass the torque on the screwdriver and tighten it finger tight but couldn¿t get the screw to engage and tighten down on the lead. At this time we opened a new implant and upon initial impedance check all electrode combinations were in acceptable range. No known factors outside of what is previously mentioned. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: analysis results product analysis #703596451:analysis information -- 05/07/2020 14:11:31 cst pli# 10 product ID# 3058 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.